Event description:
A cartridge change error was reported for the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to inspect and clean the pump¿s pneumatic tap area and eventually managed to remove an obstructive o-ring with a tweezer and successfully reload the cartridge. The customer was then able to resume insulin delivery.